Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect alarms could not be confirmed through the review of the submitted log files, as no data from the event date of (B)(6) 2019 was captured. The submitted controller event log file contained data from 27apr2019 through 06may2019. No atypical events or alarms were captured throughout the file¿the only events recorded were associated with routine power source exchanges. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas and no further events have been reported at this time. The hm3 lvas IFU and patient handbook state: ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ these documents also address all system controller alarms and provide the recommended actions to take for each alarm condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if they think, for any reason, that any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight was not provided. Approximate age of device ¿ 3 months 6 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that patient's log files revealed 2 driveline disconnects. One of which was pt error, and the other occurred without explanation. This resulted in the pump being off and could potentially lead to an adverse event. Additional information was requested but not provided.